Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's stim used to go to her hips and now only goes to her knees. The patient was redirected to her hcp to discuss programming. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.